Event description:
I-stat cartridge would not fill with blood. Renal therapists tried putting a needle on the syringe and cartridge still would not accept blood. Syringe was working properly. Second I-stat cartridge was attempted and that one did not work either. Lot number w21084.